Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752,# serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had her leads realigned approximately 3 or 4 years prior to this report.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved.